Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 03/11/2015- litigation papers received. Litigation alleges pain, stiffness, difficulty walking, and elevated metal ion levels. The existing MDR decision has been reversed and the stem has been reported. The complaint was updated on: 03/12/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 1/6/16 medical records received. Medical records reviewed for MDR reportability. Revision surgical report noted elevated metal ions, corrosion around trunnion and gray capsule tissue with tissue reaction. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 25, 2016.

Event description:
Asr revision reported via sales rep, asr xl, left. Dr. (B)(6) removed the parts listed below (asr) and re-implanted a pinnacle sector gription cup, dome screws, new altrx liner and ts delta femoral head. The stem was not removed (1570-02-135, lot# bg4dt1000,-implanted on the (B)(6) 2007 case). No further information is known at this time.